Event description:
The device was removed due to "pump failure". As reported to co, the pump and some assembly kit component only were removed and replaced; leaving the cylinder(s) from the pump/cylinder set, catalog #9914s, serial #124827 and reservoir, catalog, #9075k, serial #179261 in place from the initial date of implant.

Manufacturer narrative:
According to the available info, this penile prosthesis was implanted on 2/16/95. The pump only was removed on 2/19/97, reportedly due to a "pump failure." In addition, the physician indicated that the "tubing broke at the pump" on two tubes. The physician was not aware of any trauma or apparent factors that would contribute to this occurrence. The pump was received and evaluated by the MFR. No functional abnormalities or tears were detected with this pump. However, during microscopic examination, the cross section surfaces of the pump's serialized outlet was partially rough and irregular, indicating a tubing tear. Based on the received info and quality assurance's evaluation, qa confirms the reported broken tubing. This tear would render the device inoperable, and therefore is the reason for removing the device. The tear was contributed to by stress(es) experienced by the device while in-vivo.